Event description:
Spontaneous call patient was trying to infuse her hizentra and the freedom 60 pump broke. Pt was unable to complete infusion, and a make up dose will be obtained from md office to complete dose. New pump will be sent out, and malfunction pump will be sent back. Pt reports no adverse reactions due to incomplete infusion. Pump used to infuse hizentra at above dose and frequency indication: nonfamilial hypogammaglobulinernia; common variable immunodeficiency, unspecified. Reported to cvs/caremark by: patient caregiver.